Event description:
The doctor reported that the thread of the screw was damaged during screwing in. The event took place during surgery and another implant was used without consequences to the pt.

Manufacturer narrative:
The complaint device has not been returned to date. A follow-up report will be submitted upon completion of the complaint investigation.